Manufacturer narrative:
Evaluation summary: the cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action. The event was not a clogged foreign object that was unknowingly used on the next patient, but was successfully detected and a complaint was reported.

Manufacturer narrative:
A device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 21 jan 2014 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested a RMA for a brush stuck, broken in channel on an ec38-i10cl- video colonoscope. The issue was observed in the reprocessing room. There was no patient involvement.